Manufacturer narrative:
Patient information was requested, but unavailable from the site. Evaluation of device was completed on 24jan2019. During visual evaluation, damage to the working length was identified, there was kinking and holes in the catheter jacket distal of the bifurcate, was well as broken fibers along the damaged working length. The working length was dissected and inner lumen damage was also identified. Damage to the inner lumen and working length may have occurred during use. However,the exact cause cannot be determined with the information available.

Event description:
A philips representative reported that during a peripheral atherectomy procedure, a spectranetics turbo-elite atherectomy catheter 414-151 was utilized. It would not cross the tibial lesion and after removing the guidewire, saline was coming out of the catheter where it connected to the wire port. The wire was reported to be a bit mangled where the catheter connects to the wire port. A second turbo-elite device was used to complete the procedure. No patient injury occurred. Evaluation of device was completed on 24jan2019. During evaluation it was detected that damage to the jacket of the catheter could have resulted in an accidental radiation occurrence. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.